Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 4/2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the biopsy procedure the device allegedly failed to prime. Reportedly, once the device was primed at the first sampling attempt the device self activated. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During functional testing the cannula of the device fired automatically, therefore, the investigation is confirmed for self-activation. However, the investigation will remain inconclusive for the alleged priming issue as functional testing was not completed due to the identified failure. The bent left bumper is the most likely root cause of the identified right bumper issue as well as the reported and identified failures. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during the biopsy procedure the device allegedly failed to prime. Reportedly, once the device was primed at the first sampling attempt the device self activated. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During functional testing the cannula of the device fired automatically, therefore, the investigation is confirmed for self-activation. However, the investigation will remain inconclusive for the alleged priming issue as functional testing was not completed due to the identified failure. The bent left bumper is the most likely root cause of the identified right bumper issue as well as the reported and identified failures. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during the biopsy procedure the device allegedly failed to prime. Reportedly, once the device was primed at the first sampling attempt the device self activated. There was no reported patient injury.